Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was noted that there was blood in the distal and proximal conductors (not obstructed), the outer insulation was breached cut, and the lead was damaged at implant. Concomitant products - (B)(4) competitor implantable cardioverter defibrillator (ICD)  (B)(6) 2013, (B)(4) implantable pacing lead (B)(6) 2013. (B)(4).

Event description:
It was reported the left ventricular (lv) lead dislodged post implant. It was also reported that when the lead was flushed it was noted that there was fluid leaking from the insulation below the suture sleeve. The lead was explanted and replaced. No patient complications have been reported as a result of this event.